Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break/separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported break could not be determined. Possible factors that may contribute to a break/separation may include, but not limited to, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a separation of the outer member at the midlap seal area of the distal shaft, which is likely what the account perceived as the reported break. The distal and proximal segment ends were noted to be jagged and stretched which suggests that the separation may be related to tensile overload (material stress/fatigue). Based on the returned device, the noted condition at the separation is indicative of difficulty and/or inadvertent mishandling of the device which likely led to the reported break/separation; however, a conclusive cause cannot be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: first name/last name corrected.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with acute myocardial infarction in the inferior wall and occlusion was found in the posterior ventricular branch. During use of the 2.0x20 mm mini trek balloon dilatation catheter (bdc), a fracture was noted in the shaft. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.